Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), during clinical procedure implant abutment broke the implant, which resulted in implant fracture.